Event description:
Patient reported had a hard time holding and injecting med, pt reported that the pen is much harder to inject/push down on than she was expecting and must get assistance from her husband to administer medication, pt also reported the needles hurt some (requested smaller needles). Smaller needles entered for pt, no other information. Reported to (B)(6) by pt/caregiver.